Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor was reading higher than the built-in meter. She further reported that on (B)(6) 2018 she received a sensor result of 169 mg/dl which was compared to a built-in meter result of ¿lo¿ (a reading less than 40 mg/dl). At the time when the readings were obtained customer was experiencing unspecified symptoms of hypoglycemia. Customer¿s family member treated the customer with three sugar cubes and orange juice. No additional treatment was required. There was no report of death or permanent injury associated with this event.